Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month and twenty-five days post implant of this pulmonary bioprosthetic valved conduit implanted in a (B)(6) pediatric patient, the conduit developed severe stenosis. A 10mm valved stent was implanted to address the stenotic conduit. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that after the valved stent was implanted, the stenosis resolved but the valved conduit exhibited regurgitation. The surgeon indicated that the regurgitation was "well tolerated". If information is provided in the future, a supplemental report will be issued.